Manufacturer narrative:
An investigation could not be performed as the lot number associated with the reported event was not identified. Without a lot number, a review of device history records or production-specific data could not be conducted, thereby limiting the ability to perform a thorough root cause investigation. Based on the limited information provided, the reported product complaint could not be confirmed.

Event description:
"Pain at the roots of the thighs and vaginal prosthetic exposure of the tvt-o transorethral sling. Walking with cane. Reoperation for explantation of prosthetic material."